Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during prime test and motor error alarm during basic occlusion test due to faulty force sensor resistor. It was unable to perform occlusion test and no delivery test due to motor error alarm. It was unable to test with glucose sensor simulator due to motor error alarm. Device had minor scratched display window and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system during prime and insulin was squirting out of the tubing. The customer has tried changing the reservoir three times and alarm recurred. Customer was disconnected during prime. The drive support cap is recessed. Blood glucose value is unknown. He also stated that he has had issues with the sensor glucose reading low. He also mentioned that he has had low blood glucose, treats and then goes high. He declined troubleshooting for high and low blood glucose. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.